Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg value not provided). Customer alleged pump was not functioning properly. Customer resumed pump therapy.